Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft fractured. In (B)(6) 2015, an expel large capacity drainage catheter was implanted in the abdominal pancreatic fistula after a splenectomy, with no resistance during placement. A month and a half later the drainage catheter was noted to have fractured at two points. The main part was easily removed from the patient. The other two sections were able to be removed percutaneously from the patient using forceps. The physician placed two non bsc drainage catheters. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified just the distal tip section of the device was received, it has evidence of fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the shaft fractured. In (B)(6) 2015 an expel large capacity drainage catheter was implanted in the abdominal pancreatic fistula after a splenectomy, with no resistance during placement. A month and a half later the drainage catheter was noted to have fractured at two points. The main part was easily removed from the patient. The other two sections were able to b removed percutaneously from the patient using forceps. The physician placed two non bsc drainage catheters. No patient complications were reported and the patient status was stable.